Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. A 4f imager ii angiographic catheter and a zip guidewire were selected for use. During the procedure, it was noticed that the imager ii angiographic catheter had encountered difficulty in advancing into the zip guidewire since the guidewire was sticking too much within the catheter. Furthermore, the imager ii had encountered difficulty upon withdrawal from the zip guidewire. Both devices were removed using a slow pin and pull technique. The procedure was completed with a non-bsc catheter. No patient complications were reported and the patient's condition is stable.